Event description:
The device was used during a radical cycectomy. Reportedly, after appling to tissue, the handle was closed and the rear end of the handle broke during firing. No pt injury reported.